Manufacturer narrative:
Patient city: (B)(6). Patient country: united sates.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced leakage at infusion set site on 30-may-2024. The infusion set was used for four days. No further information available.